Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that a patient experienced a stabbing pain at their implant site, as well as pain in their hip and down their leg, that began after they had foot surgery in (B)(6) 2025. The patient was prescribed steroids for the pain and the patient's stimulation was turned off. The patient noted that the pain felt a bit better, but it's difficult for them to sit down. After the device was turned off the shocking sensation subsided but is still occurring. The device possibly caused the patient's symptoms. There were no additional complication reported as a result of this event.